Event description:
It was reported that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fresenius 2008t hemodialysis system for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s point-of-contact (poc) reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, causality, treatment records) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse event of fluid overload, which warranted hospitalization. The etiology of the serious adverse event is unknown; therefore, causality could not be firmly established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. However, during follow-up the patient¿s poc reported the serious adverse event was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in origin. Based on the information available, the 2008t hemodialysis system can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fresenius 2008t hemodialysis system for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s point-of-contact (poc) reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, causality, treatment records) were unsuccessful.